Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fluid (525.00gm). Leak test and microscopic analysis were performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.